Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was replaced due to noise. Seen on the lead. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.